Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-06817 pertains to the other device. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2011.according to the complainant, the patient experienced injuries (specifics unknown).according to the physician's office, there were no procedural complications noted.during a post-operative visit in 2011 (exact date not provided), mesh exposure was observed in the posterior vagina. The physician trimmed the mesh that was visible.during an additional post-operative visit in 2011 (exact date not provided) the patient complained of urinary urgency and frequency. This visit was the last time the patient was seen by the physician.all other information, including the patient's current condition, is unknown and unavailable.